Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with an ongoing fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue.